Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for unknown indications. Implantable neurostimulator (ins) the patient experienced undesirable stimulation or feelings of stimulation after implant, prior to the device even being turned on. The patient stated that the device was causing a feeling of claustrophobia and heat in the body. There were no contributing factors identified. The rep adjusted programming on the day of start-up and had the patient turn the ins off days later due to what she felt. In addition, the patient was educated on what she was possibly experiencing and attempted at reprogramming. In the end, the device was explanted, and the issue was resolved at the time of the report. There were no further complications reported or anticipated.